Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate. Review of the pump logs by tandem technical support verified that the pump's time and date were manually changed. Customer did not acknowledge that the pump time and date were manually changed. Customer's blood glucose was 338 mg/dl. Reportedly, the customer corrected the pump time and date and customer resumed insulin therapy.